Event description:
Physician attempted to use an rfg3 generator and a closurefast catheter for radiofrequency ablation treatment of the short saphenous vein (ssv). No tumescent infiltration or compression were used. Upon advancing the catheter, the rfg spontaneously energized. The patient felt pain when the catheter heated up. The vein closed and there were 2 (10cm) segments treated. Another device was used to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported that there was no visible damage to the closurefast coil, and the closurefast catheter was discarded. Device evaluation summary: the generator was returned for analysis. Standard diagnostic tests were performed on this unit, only a hi-pot failure was observed which warranted a replacement of catheter port upon review by test technician. If information is provided in the future, a supplemental report will be issued.